Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous left common iliac artery (cia). The lesion was first treated with a 3mm-2cm non-bsc balloon. The wanda pta balloon dilatation catheter was being used for additional pre dilatation. Vascular access was obtained through the femoral artery. Upon first inflation at 10 atms, a balloon rupture occurred. The duration of the inflation is unknown. The wanda pta balloon dilatation catheter was removed and the procedure was completed with another wanda pta balloon dilatation catheter. There were no patient complications or injuries reported. The patient status is listed as 'good'. The product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)